Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead were explanted due to fractured up by subclavlan. Patient had refrigerator fall on them. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).